Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cutter insertion failure" could be confirmed. During service the device failed the pre-repair assessment. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Reported received from USA stating that device was returned for service. During service cutter insertion failure was noted. It is unknown if the device wa used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.